Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator (ins) blinked whenever they pushed the green button. Otherwise, it was showing that the patient needed to charge the implantable neurostimulator (ins). The insr had not been dropped nor had it gotten wet. The insr would not charge the ins starting on the day of the report. The connection pin was damaged and bent on the desktop charger. There was a return of pain in the patient's left and right side of their body, lower back, and neck, the patient's fingers were numb, and they had a headache starting on the day of the report. The patient did not intend to follow up with their health care professional (hcp) regarding this event. It was also reported that the patient was charging too frequently/ too often. This started a month ago. Before, the patient stated that it was once a month; however, now the patient charged every 2 days. The patient had not increased parameters or been recently reprogrammed. The patient stated that they had not been to their hcp in a while but would call the hcp office. Additional information received from the patient on (B)(6) 2016 reported that they had received their replacement insr but still could not charge the ins. The same symptoms were re-reported. Manufacturer records indicate that the patient had been sent an ac power supply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.